Event description:
The user facility reported that a coronary artery dissection occurred during an angiographic procedure. Additional info was requested from the user facility but as of the date this report none was made available.